Event description:
Same case as MDR ID: 2134265-2013-04570. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via right femoral artery with a non-bsc sheath. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). After a non-bsc guide wire was used with a non bsc support catheter to cross the target lesion, a 3.0 x 40 non-bsc balloon catheter was advanced to the lesion for dilation. Additional dilation at the distal sfa was made using a 4.00 mm x 220 mm x 150 cm coyote balloon catheter however, upon first inflation at 14 atmospheres, the balloon ruptured. The device was removed intact and exchanged with a 4.0 mm x 150 mm x 150 cm coyote balloon catheter. After successful dilation of the distal sfa to 14 atmospheres, inflation was performed in the mid sfa, however, the balloon ruptured at 13 atmospheres. The device was then removed intact. The procedure was completed with another 4.0 mm x 150 mm x 150 cm coyote balloon catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the coyote catheter was received inside a coyote product pouch and shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).